Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 to treat pelvic organ prolapse and urinary incontinence and an obturator sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient underwent excision of the mesh on (B)(6) 2007 and (B)(6) 2008. She had additional mesh removal surgeries on (B)(6) 2010 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00024. The same patient is represented in each medwatch.